Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 12:00 a.m. The meter result was '4.3 inr / 4.3 inr' at 6:30 p.m. The laboratory result was 3.3 inr. The customer confirmed that testing was performed within 7 hours. The customers therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. Retention test strips were tested in comparison to the current masterlot (ml 13 #286321-80 recal. Rtf/09) on internal reference meters. Human blood samples from marcumar donors were measured. The obtained results were in the allowed range. No error messages occurred. The complained customer material was not sent for an investigation. Further investigation could not be performed.